Event description:
Related manufacturer reference number: 2017865-2023-14076. Related manufacturer reference number: 2017865-2023-14077. It was reported the presented to emergency room in (B)(6)2022. Upon interrogation, it was noted the right ventricular lead exhibited a failure to capture. A new right ventricular lead was implanted. The physician elected to perform a system extraction due to lead management. During the surgery, the new right ventricular lead was suspected to be damaged and the atrial lead dislodged. The old right ventricular, new right ventricular, and atrial leads were explanted and replaced. The patient was in stable condition during and after the procedure.